Manufacturer narrative:
The reported event of "balloon, balloon cuff, green cervical cup and blue vaginal cup all detached from the shaft" is confirmed. Although the device is not available, photographic evidence has been provided. The images provided exhibit the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 49 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4)have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On (B)(6) 2020 conmed received notification via medwatch 3500a report # (B)(4), of reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202006151 that occurred at (B)(6) hospital, (B)(6) in (B)(6) 2020. It was reported that the vcare device broke during a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy involving a (B)(6) female weighing (B)(6). It was noted the device was removed without harm, impact or injury to the patient and the procedure was completed without incident using another vcare. It is documented that the patient has a history of abnormal uterine bleeding, uterine fibroids and chronic blood loss anemia. Additional information clarified the incident took place on (B)(6) 2020. From images the facility provided, the balloon, balloon cuff, green cervical cup and the blue vaginal cuff all slid off the shaft while being used. It was confirmed all the components of the vcare were removed with no impact to the patient. No other incident clarification was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.